Manufacturer narrative:
The t:slim g4 pump user guide indicates that the cartridge needs to be filled with at least 95 units to ensure there is sufficient insulin available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer attempted to load a new cartridge with 40 units of insulin, and received a valid minimum fill message. The customer's blood glucose level was reported to be 300 mg/dl. The customer delivered 3 units of insulin via manual injections to address bg level. As the customer did not have enough insulin available during the time of the call, the customer confirmed manual injections would be used until additional insulin could be obtained.